Event description:
The customer reported that the t:slim x2 pump battery would not charge, with a power source alert appearing in the pump history. There was no adverse impact to the customer¿s blood glucose level. The issue resolved after the customer continued using the same tandem wall adapter and charging cable, and the pump began charging again, requiring no further assistance.